Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to shorted u727 and u728 components on the distribution node pca. Additionally, the trunk cable connector j702 on the distribution node pca was cracked. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components. The root cause for the cracked connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt failed incoming functional testing.